Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas alleging a button tactile change issue. The 'down' button is sticking. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #2: 11/02/2017 date submitted. Device evaluation: the device has been returned and evaluated by product analysis on 10/13/2017 with the following findings: visual examination found that the keypad was peeling from the bottom of the keypad to the "down" button key. Also, the keypad was torn at the "down" button key. All keys were unresponsive. The keypad cover was removed and the "down" key contact was inverted and misaligned. Additionally, the "ok" key contact was inverted. Contamination was observed under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.